Event description:
Livanova deutschland received a report that the bubble sensor 3/8 needs to be replaced during a procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the bubble sensor. The bubble sensor 3/8 was judged to be irreparable, and a replacement product will be shipped. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
A device complaint history review was performed and identified no previous similar event reported since unit installation. No adverse trend has been identified for this failure mode. Based on the investigation findings, the most likely root cause of the reported event is a failure of the bubble sensor. The wearing of electro-mechanical devices can be originated by the specific use conditions at customer¿s site and may have contributed to the event, however there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market